Event description:
It was reported that the p-wave and impedance measurements were unable to be obtained. The lead atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: kdr933 implantable pulse generator (ipg), implanted: (B)(6) 2003. (B)(4).